Event description:
Upon pinning the box guide for the ps femur, a drill pin broke off in the pt's bone. The broken piece was not retrieved and remains confined in the bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.